Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) experienced a system error 2240 (air in line/set) during the initial drain. The home patient (hp) was connected. The technical service representative (tsr) explained the se 2240, advised the hp to start over with all new supplies on the hc, and explained why. The tsr had the hp close all clamps and cycle the power on the hc. The hp would start over with all new disposables. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.